Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that pharmacy staff cleaned the affected area using wipes, with the technician assisting by lifting the shelf to allow access. No technical repair was required, as the cleanup was completed by the pharmacy. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower liquid was spilled on the door, and cleaning of the door was requested. However, there were no delays, adverse events or injuries reported based on this event.